Event description:
A medtronic rep reported that during an eval case with navlock, the screw seemed to be tightening down at an angle that was "off axis" and not sitting properly in the driver. The surgeon completed the procedure with the use of the stealthstation tria guidance system. This did not impact the case or the pt.

Manufacturer narrative:
Pt info was not available from the site at the time of this report. Lot number not available at time of this report. Device manufacture date is depnedent on lot number and not yet available. The medtronic rep reported that the tip appears to be twisted as a result of the screw not interfacing correctly. Replacement part shipped (B)(6) 2011. RMA issued. Part has not been returned to MFR for eval at the time of this report.